Event description:
It was reported that this implant procedure was aborted as during unsuccessful efforts to place this right ventricular (rv) lead, the patient experienced an acute attack of heart failure and breathing difficulties. External rescue was required and the patient was admitted to the hospital. The rv lead could not be implanted due to severe tricuspid regurgitation and dislodgement after the guidewire was removed. The physician determined an rv lead could not be successfully implanted in this patient. Therefore, a subcutaneous implantable cardioverter defibrillator (sicd) was implanted. The rv lead will be returned for evaluation. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This supplemental report is being submitted with the correct alert date. Additionally, the product has been returned and is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this implant procedure was aborted as during unsuccessful efforts to place this right ventricular (rv) lead, the patient experienced an acute attack of heart failure and breathing difficulties. External rescue was required and the patient was admitted to the hospital. The rv lead could not be implanted due to severe tricuspid regurgitation and dislodgement after the guidewire was removed. The physician determined an rv lead could not be successfully implanted in this patient. Therefore, a subcutaneous implantable cardioverter defibrillator (sicd) was implanted. The rv lead will be returned for evaluation. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the lead was returned with the helix extended and dried body fluid in the helix housing. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Detailed analysis did not reveal any abnormalities or lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implant procedure was aborted as during unsuccessful efforts to place this right ventricular (rv) lead, the patient experienced an acute attack of heart failure and breathing difficulties. External rescue was required and the patient was admitted to the hospital. The rv lead could not be implanted due to severe tricuspid regurgitation and dislodgement after the guidewire was removed. The physician determined an rv lead could not be successfully implanted in this patient. Therefore, a subcutaneous implantable cardioverter defibrillator (sicd) was implanted. The rv lead will be returned for evaluation. No additional adverse patient effects were reported.